Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the ICU monitor read crazy rhythms (false/inaccurate reading, asystole and artifact) on a patient when using the device during a trial during the week of (B)(6) 2022. The patient had external pacing wires from cardiac surgery that came from operating room. The wires are showing and connect to a small box for pacing. When hooked back up to the reusable, they did not have false tracings like asystole or artifact. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as the affected lot number was not provided by the customer. However, the supplier reviewed the DHR records for the last three lots, and did not find any change to material, tooling, process, procedure or machine parameters. The customer reported that no samples will be returned for evaluation therefore the supplier randomly checked 200 pieces from inventory and rechecked the functional test under current mass production test conditions; no issues were found. Based on the available information, the reported issue could not be confirmed. Furthermore, since the supplier performs 100% functional test prior to product release, it does not appear that the reported issue is related to the manufacturing process. No corrective and preventative actions are required at this time. If a sample is received at a later date, the investigation will be updated accordingly. This complaint will be used for tracking and trending purpose.